Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding issue was most likely patient movement, patient became confused and agitated/combative requiring sedation and elective intubation. During this time, patient developed hematoma to left groin as per the clinical description. Added- h6 component code 925 corrections to the MFR report: added- d6a/d6b. F6/f8 should have been left blank.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 80-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. The patient became confused and agitated requiring sedation and elective intubation. During this time, the patient developed hematoma to the left groin, requiring temporary use of femostop and transfusion of 3 units packed red blood cells , 2 fresh frozen plasma, and 1 platelet. In the morning, site was still oozing, but improved. Dressing changed with angle matching, forward tension, and oozing resolved. The patient is stable.